Event description:
According to the reporter: the surgeon fired the device on the rectum and no staples came out. He was able to close the tissue and squeezed the handle but no staples were placed on the tissue. The problem was noticed after the tissue was cut. Little blood loss was reported. The surgeon clamped the tissue and proceeded with a new stapler with success. No further complication was reported.